Event description:
Covidien regional office reports a pt (gender and age not reported) having a chest and abdomen CT with contrast. During the CT and contrast infusion, the pt had episodes of coughing. The nurse and doctor checked the pt condition. Dr confirmed absence of further clinical signs, went to the monitor to analyze the CT acquired images and verified the presence, in addition to the contrast medium, of air bubbles in both of the heart and vascular chambers. The pt did not present any clinical changes other than the above mentioned episodes of coughing and immediately spontaneously resolved. It was not; therefore, required to use resuscitation procedure or medication. The pt was hospitalized as a precaution in the intensive care department and the next day, was moved to pulmonary department. Pt discharged from the hospital the next day, without any clinical problem and prescription of pharmaceutical.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.